Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that device first started shutting down (B)(6) 2026. The cause was unknown. The mdt report was sent to the tech department but from the report it was not possible to track shutdowns. Issue was not resolved. The patient had promised to send the rep exact dates but nothing yet. It was noted that the private hospital was closed on (B)(6).

Manufacturer narrative:
G2. Foreign: finland medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device shuts down on its own. The patient can see from the patient programmer that device is off. Regarding contributory factors, it was noted that the patient works where army and electronic disturbance is strongly present. The last time it happened was "(B)(6) 2026". The patient turned the device on with the patient programmer. They downloaded data report with the tablet and provided it. The issue was not resolved at the time of the report. The patient was alive with no injury at the time of the report. Technical services reviewed the data report as requested by the rep and noted that they observed that the ins frequently depletes to 0%, which results in the patient losing therapy. It is possible that the events the patient is reporting are related to a depleted battery, but the data only goes back to the 11th of march, so february is not visible anymore.